Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare provider confirmed pain and deformity on the left breast due to capsular contracture baker grade IV. The left breast event was diagnosed by both ultrasound and MRI and clinic examination. Per MRI "suspected rupture breast implant and pain in left breast with signs of intracapsular rupture, with no signs of envelope collapse." Per ultrasound "areas of unevenness on the surface of the implant, associated with parallel hyperechogenic lines, which may correspond to intracapsular rupture." This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, recall.

Event description:
Patient reported left side feeling pain and when underwent routine tests (ultrasound, MRI and mammography) they were diagnosed with rupture. The patient checked on the website that the prosthesis was being recalled. The device remains implanted.